Event description:
It was reported that when the tweezers were used to pull the anchor, the wire tip broke. Tip was removed. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One 7209499 arthropierce 35 degree up angled instrument was reported on indicating instrument breakage. The complaint stated: ¿when using the tweezers to pull the anchor wire the tip broke.¿ the device was not returned for evaluation. Physical conclusions, full investigation and evaluation were not possible. Instrument tips may inadvertently be twisted or caught on other instruments or the basket during cleaning. This can lead to compromised strength. Final product met predetermined specifications upon release to distribution.